Event description:
Lead dislodgement and lead impedances greater than 3000 ohms were observed. This system was revised and all recports indicate it remains actively implanted. No additional info is available. Should additional info become available, this event will be updated.